Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for cardiac monitoring. According to the reporter, the device's "crt" blanked. The operator used the chart recorder for monitoring while the pt was transported to the hosp. No adverse affects to the pt were reported as a result of the alleged malfunction.